Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported tip detachment cannot be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use a 2.0x8mm mini vision over the wire (otw) balloon catheter protective sheath was being removed and the catheter tip came off. No resistance was noted while removing the protective sheath. The device was not used and there was no patient involvement. Ultimately a non-abbott stent was used to treat the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay during the procedure. No additional information was provided.